Event description:
It was reported via clinic notes received that the pt had a flurry of increased seizures that was corrected with an increase in zonegran. The pt normally experiences 2-3 seizures per month with treatment and are associated with constipation or bowel movements. Diagnostics taken on the date of the visit indicate normal device function. The vns generator "elective replacement indicator (eri)" was not set to "yes" at that time but is now indicating that the generator is nearing end of service. Surgery to replace the pt's generator due to end of service has occurred. Attempts for additional info have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.

Event description:
Additional information was received as an implant card providing the generator product information. The explanted generator was returned and is currently undergoing analysis.

Event description:
Analysis of the explanted vns generator has been completed. The generator was confirmed to be at end of service with a battery voltage of 1.7volts. The generator otherwise performed to specifications and no anomalies were found. Additional information was received from the physician indicating that the patient's increase in seizures is believed to be related to the patient's disease process or a possible intermittent viral illness. The increased seizure frequency was below the pre-vns baseline. No medication or programming changes or other external factors were noted as possible contributors.